Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was found out of specification in relation to the customer reported constant downstream occlusion alarms which was reproduced through troubleshooting. The reported issue was verified. A review of the event history log identified downstream occlusion alarms. The cause was determined to be out of specification ultrasonic sensor. The ultrasonic sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. The problem happened during testing in the biomed service department. There was no patient involvement. No additional information is available.